Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Caller received recall letter for husband/patient from surgeon. Right hip disintegrated and need hip replacement surgery. Patient also had blood work completed which shows metallosis. Not sure what type of infection patient has.

Manufacturer narrative:
An event regarding alleged disassociation involving a metal head was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the medical records by a clinical consultant indicated: "on (B)(6) 2016 a right revision total hip arthroplasty was performed for a diagnosis of gross trunnion failure total hip arthroplasty. The operative report describes spinal anesthesia and use of the previous posterolateral approach. The report notes, ¿lfit head that has now been recalled ¿ findings: black friable hypertrophic synovial tissue consistent with pseudotumor ¿ 30 to 50 percent of trunnion ¿ had significant wear ¿ approximately 500 ml black fluid ¿ removed stem with burr and flexible osteotomes ¿ approximately 50 percent of abductors gone ¿ removed acetabular liner, retained shell.¿ the femoral component was changed to a restoration modular 17/155 conical stem, 28/plus-10 cone bone, 36/plus-5 biolox head, and a new 36 competitor poly liner in the retained competitor shell. Uncomplicated surgery was described. A surgical pathology report for hardware, gross only, had a final diagnosis of soft tissue specimen a as, ¿fibrous tissue with abundant fibrin deposition with prosthetic debris¿; and for specimen b was ¿focal perivascular lymphoplasmacytic aggregations¿ and ¿microscopic exam substantiates diagnosis¿. "There are no x-rays available for review and no examination of the explanted components. Based upon the information available for review, no determination can be made regarding the cause of the clinical event requiring revision surgery of the right total hip ten years and nine months post implantation in this case." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. This event was determined to be within the scope of ra 2016-028. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope the CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The event of head and trunnion neck disassociation was confirmed via revision operative report. Further information such as return of device, histopathology report, x-rays and mars MRI are needed to investigate this event further.

Event description:
Caller received recall letter for husband/patient from surgeon. Right hip disintegrated and need hip replacement surgery. Patient also had blood work completed which shows metallosis. Not sure what type of infection patient has. Update: patient was revised due to gross trunnion failure (wear). Found black friable hypertrophic synovial tissue consistent with pseudotumor. Patient demonstrated a disassociation of the femoral head from the taper neck.